Event description:
Procedure type: laparoscopic donor nephrectomy. Patient gender: male. According to the reporter: the balloon burst during the procedure. Another balloon was used to continue the procedure but also popped while closing the incision. All pieces were removed from the cavity with no harm to the patient. No patient injury was reported.